Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the pt with ECG electrodes and diagnosed in ventricular fibrillation. Disposable defibrillation/ECG electrodes were connected to the pt but, according to the reporter, the devicde alarmed connect electrodes and would not charge. Connection were checked and the device was powered off then on and charged but then, according to the reporter, the device dumped the charge before it could be transferred. An AED at the scene was use. The pt was resuscitated and transported to the hosp.